Event description:
The customer received a precharge voltage error message. This error will prevent the system from booting. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an investigation. The circuit breaker was reset during the service call. The system was found to be working as intended and put back into service.